Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the video telescope had no image. The procedure was completed with another scope. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the light transmission was lost/too low. Based on the results of the investigation, and since no image was not confirmed, a probable cause of the reported malfunction could not be identified. Based on the results of the investigation, it is likely the light transmission was lost/too low due to a break in the light guide bundle of the video cable section. Based on the results of the investigation, it is likely the fiber bonding in the distal end was damaged due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the video telescope had no image. The procedure was completed with another scope. There were no reports of patient harm.